Manufacturer narrative:
As received, a complete lead without a stylet was returned in one piece. The cause of the stylet would unable to advance lead was isolated to overtorqued inner coil consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage. Visual inspection found the helix retracted and clogged with dried blood/tissue. After cleaning, the helix could be extended and retracted by applying torque directly at the connector pin. The measured full helix extension length was within specification.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced an inappropriate shock and presented to the emergency room. Upon investigation, the right ventricular (rv) lead was found oversensing. X-ray confirmed rv lead dislodgement. The patient presented for lead revision the following day, (B)(6) 2020. During procedure, the physician was unable to advance the lead into the right ventricle using stylets. The lead was explanted and replaced. The patient was stable.